Event description:
It was stated that the customer was hospitalized for blood glucose levels above 500 mg/dl. The customer changed the infusion set, but continued to experience high blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Found that the customer sometimes bleeds at the insertion sites due to taking blood thinners. Also found that the customer might be using the wrong infusion set for her body type. Advised of different infusion sets to try. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.